Manufacturer narrative:
Available details indicate that the device is not charging. Rse recommended to replace the therapy capacitor and determined that onsite evaluation is needed to further assess the issue. Onsite evaluation was performed. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The device disposition is unknown as there was no response.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the during the operational test the equipment is not discharging. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.